Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer¿s blood glucose level was 203 mg/dl. Reportedly, the infusion set site was changed to address the issue. Customer declined to further troubleshoot with tandem technical support. No additional information was provided.